Event description:
It was reported that the programmer took a long time to respond. It was further noted that the analyzer and programmer did not seem to be working properly when performing a threshold test. Both the analyzer and the programmer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the software analyzer did not seem to be working properly when performing a threshold test, the analyzer passed functional and systems tests and no anomalies were found. (B)(4).